Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient experienced poor performance and pain with device use. There are plans to explant the device however, this has not occurred as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
Per the patient, the device was explanted on (B)(6) 2016, and were reimplanted with a new device during the same surgery. This report filed march 9th, 2016. Device not received by manufacturer.